Event description:
Boston scientific received information that during a routine check of this pacemaker, an interrogation noted that there was one year of remaining longevity. The patient was scheduled for the next follow-up in six months. During that follow-up, it was seen that this pacemaker had reached elective replacement time (ert) in four months. This was significantly earlier than expected, and premature battery depletion was suspected. A surgical procedure was performed and this pacemaker was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Manufacturer narrative:
This device has been returned to boston scientific and is currently analysis. This report will be updated when analysis is complete.